Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement partly available. Fse performed troubleshooting and found that the problem was in the geo module, causing the geometry movement to not work. So, the fse replaced the geo module to resolve the issue and the system has been returned to use in good working order.

Event description:
It was reported to philips that the geometry movement is not working the device was inside clinical use at the time of the event. No patient harm was reported.